Event description:
After implantation of the pre-loaded dcb00 model intraocular lens (iol) in the patient's operative eye, a small piece of plastic was found in the eye. The lens removed during the same procedure and information regarding the replacement iol is unavailable. No further information is available.

Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: unknown/asked information was not provided. Section a-3a patient sex: unknown/asked information was not provided. Section a-3b patient gender: unknown/asked information was not provided. Section a-4 patient weight: unknown/asked information was not provided. Section a-5 patient ethnicity: unknown/asked information was not provided. Section a-6 patient race: unknown/asked information was not provided. Section b-3 date of event: unknown/asked information was not provided. Section d-6a date implanted: not applicable as the iol was not implanted. Section d-6b date explanted: not applicable as the iol was not implanted; therefore, not explanted. Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes. Section d-9: device date returned to manufacturer: 18-apr-2025. Section h-3: device evaluated by manufacturer: yes. Device evaluation: the complaint simplicity was received inside a plastic bad along with a patient sticker. A piece of medical foam was also received. During a visual inspection, the device was inspected under magnification. The complaint simplicity was visually inspected, and no issues were observed with the cartridge, handpiece, or plunger rod. The piece of medical foam was inspected, and a particle was identified. The particle will be sent eag laboratories for further analysis. Per eag laboratories, the material is consistent with a blend of a methacrylate species and a vinyl polymer similar to polyvinyl pyrrolidone. The ftir spectrum raw data output file generated by eag laboratories was compared against the manufacturing process ftir library and did not yield any results with at least a 0.90000 correlation. Complaint issue "foreign material-loose" was identified during product evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: further information was provided stating the small plastic was removed from the eye and the lens was left in the patient's eye. No other information was provided. The following fields were updated based on the updated information received: section h-6 health effect - impact code: 2199 as previous code 4627 is no longer applicable as the iol remains implanted. Section h-6 type of investigation: 4117 as previous code 4114 is no longer applicable as the iol remains implanted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.